Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2014; 694765, lead, implanted: (B)(6) 2014; 419688 lead, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that they were feeling warm spots and movement around their cardiac resynchronization therapy defibrillator (crt-d). Patient also indicated their rhythm was "wacko" and that they were hospitalized for testing. Follow-up was conducted with the patient's clinic where it was indicated the patient was hospitalized for medication compliance and heart failure exacerbation. The patient has also been undergoing monitoring for atrial fibrillation burden. During the hospitalization, it was noticed there was a low level of atrial undersensing (less than 1%) that led to a loss of bi-ventricular pacing. Reprogramming was done to resolve the finding. There was no concern regarding the patient's report of warmth or movement near their crt-d. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.